Event description:
A meter to lab comparison test was made with the reporter's meter reading 85 mg/dl and the lab result 137 mg/dl. Tests were done in a fasting state about 30 minutes apart. He did not have any symptoms.